Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis confirmed the reported event; a power up and motor start event occurred around the time the patient would have changed a power source.analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected; the controller passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
Patient reported when changing battery from controller with one battery still connected, an emergency alarm sounded indicating no power. The patient quickly changed the battery and the alarm ended. This is the second occurrence of this event. The controller was exchanged and is being returned to heartware for further evaluation. There was no effect on the patient as a result of the event. Investigation is ongoing.